Event description:
The pt's hip was being revised due to recurrent dislocation. When the stem was removed it appeared to be rusted and corroded in some area with some evidence of pitting on the surface of the stem. A new cup & new exeter stem were implanted. Revision surgery performed.